Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication, livanova deutschland learned that the customer declined to return the device for further investigation. Further, it was reported that the malfunction did not recur and no service activity was performed on the device associated to the reported event. As the customer declined any further activity, no investigation could be performed. Therefore, a root cause could not be identified.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(4). Livanova (B)(4) requested the part back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the pump speed of a centrifugal pump system with tubing clamp could not be controlled during procedure. There was no report of patient injury.